Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 04.038.005s lot: 9817420 manufacturing site: bettlach release to warehouse date: february 16, 2016 expiry date: february 1, 2026 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The visual inspection has shown that the device is in a used condition, there are different wear marks visible. At all visible damages is the anodized layer worn away, which indicates that they were caused post-manufacturing. The function test at zuchwil customer quality was conducted with a demo tfna nail with the result that the end cap could be locked/ unlocked in the nail as per design intended. The complained malfunction of "couldn¿t insert the endcap" could not be replicated. The tfna end cap is fully functional. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, material and visual criteria at the time of release with no issues documented during the manufacturing process. No nc's were generated during the production of the lot in question. As part of depuy synthes¿ quality process all devices are manufactured, inspected, and released to approved specifications. The complaint is not confirmed as the received tfna end cap is functional as required. The review of the device history record revealed that this implant was manufactured in february 2016. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. These could be wrong torque or angulation during tighten the end cap which lead to the occurrence of the reported end cap. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the osteosynthesis surgery for femoral trochanteric fracture. During the endcap insertion, the 0mm endcap couldn't be inserted completely. The surgeon tried to turn the endcap, but he couldn't insert it successfully. Then removed the endcap once and washed it. Also tried to re-insert the endcap, but the same event occurred. Surgeon changed the 0mm endcap to 5mm endcap, but 5mm endcap couldn't be inserted, too. Finally, used the 0mm endcap and inserted it incompletely, and the surgery was completed successfully within 30minutes delay. The patient outcome was stable. The following implants were used in the surgery and implanted in the patient, but specific allegation of them was not reported. Product code: 04.037.214s, lot number: 53p5553, quantity: 1. Product code: 04.038.310s, lot number: 9960721, quantity: 1. Product code: 04.005.530s, lot number: l832385, quantity: 1. Product code: 04.038.000s, lot number: 82p0525, quantity: 1. No further information is available. This complaint involves two (2) devices this report is for (1) tfna end cap extens. 5 tan. This report is 1 of 2 for (B)(4).